Event description:
It was reported that the device was used during a video assisted thoracotomy, the surgeon applied the clip to a vessel. There was some subsequent bleeding and upon investigation, it was noted that the clips had scissored. Bleeding vessels were clamped and tied. There was no reported pt consequence.